Event description:
A voluntary MDR/medwatch report was received on 5/25/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values the same day after the sensor was inserted in the abdomen. According to the corresponding maude report, the cgm reading was 170 mg/dl and the bg was 125 mg/dl. The patient uses an omnipod 5 pump and reported that auto correction boluses were initiated from the pump based on high readings. The patient reportedly experienced a dangerous low. There was no documentation of symptoms or medical intervention. Due diligence to contact the patient by technical support and clinical customer advocacy for more information was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5117637. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f1005 overdose